Event description:
Upon interrogation of the pacemaker on (B)(6) 2012, an error message appeared and the content of the implant memories (aida) could not be reviewed (reportedly memories were empty). Upon offline review of the corresponding pt file (created during the interrogation), a sorin rep was able to review the data (i.e. Implant memories were not empty). The physician requested an explanation.

Manufacturer narrative:
On (B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.